Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code b20: the devices remain implanted and images were not provided. Therefore, direct product analysis is not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A study alert from the pivotal aaa 17-01 (tambe) clinical study was received: on (B)(6) 2021, a male patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) in the aaa1701 tambe pivotal study. Several gore® viabahn® vbx balloon expandable endoprosthesis (vbx device(s)) were implanted as side branch devices. The vbx devices were implanted in superior mesenteric artery (sma), celiac artery, left and right renal arteries. On (B)(6) 2024 , a type 1c endoleak was observed in the right renal artery (bxa057902a). The cause of the endoleak was lack of arterial wall apposition. On (B)(6) 2025, an endovascular reintervention was performed. During the procedure, the right renal artery with the endoleak was extended with a reduced profile vbx device. The endoleak was resolved.

Manufacturer narrative:
H6 adverse event problem codes - update to include investigation and results. A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The device remains implanted; therefore, was not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. Thus the cause of the reported endoleak could not be established with the available information; therefore, this investigation is complete.